Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of any ECG signal problems through lead or pads. Two sets of electrode pads were received. One set of pedi pads that were opened and adult pads that were still sealed in the package. The unopened adult stat pads are expected to provide no signal and a poor pad contact message, as there is no shorting wire. The opened set of pedi pads were tested and were capable of acquiring an ECG signal and delivering energy. It is suspected that the adult stat pads with no shorting wire may have caused confusion for the users and this customer may require additional education and training. Analysis of reports of this type has not identified an increase in trend.